Manufacturer narrative:
(B)(4). This event occurred in (B)(4).

Event description:
The customer received questionable crpl3 c-reactive protein gen.3 results from two roche analyzers. Information was provided that one was cobas 8000 serial number (B)(4). The customer had recently started using this reagent lot and the qc was drifting to +3sd throughout the day. The customer recalibrates the assay and the qc comes back within the acceptable limits. The customer also saw an affect to patient sample results. Of the data provided for (B)(6) patient samples, one was discrepant. The first result was 122.84 mg/l and a repeat result was 89.46 mg/l after the reagent was recalibrated and qc performed. Information regarding if any erroneous result was reported outside the lab was requested but it was unknown. No patient was adversely affected. The customer previously had the exact same issue with crp around a year or so ago. In that instance the issue was resolved by using a new lot of reagent. Based on the data provided, the calibrations appeared acceptable and no differences were obvious. No drift was noted in the qc data except for qc with a concentration of 118 mg/l.

Manufacturer narrative:
The laboratory support coordinator checked the handling of the calibrators and reagents and installed a new lot of calibrator material on the analyzers. Since this visit, there have been no further issues so it appeared that either the mixing of the reagent or the new calibrator lot resolved the issue. A specific root cause could not be determined. Additional information for further investigation was requested but was not provided.